Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemented report will be submitted.

Event description:
A leak issue was reported with (B)(6). Reportedly there was a crack in the gamcath; it was reported that when the patient had to be reconnected to the dialysis machine, after being disconnected from the machine that was set on recirculation, the nurse discovered the leakage. A new catheter was needed for the patient. This issue led to a minor blood leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was returned. Visual inspection revealed that the venous connector was cracked. The crack is approximately 21 mm in length and is running in the longitudinal direction. The crack starts on the connector borderline, walking across a connector-grip and ends in the lateral area. The investigation from the venous and arterial connector shows further small micro cracks on the lateral area surface. No further defects or damaged areas were visible on the catheter. The reported condition was verified. The cause of the condition was not determined. Within the operator¿s manual several warnings are given to avoid damaging of the catheter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.